Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Data was extracted using approved software and the sensor was in state 5 (indicating normal termination). Visual inspection was performed on the returned sensor plug and no failure modes were observed. Sim vivo test (simulation of the electrical signal produced by the sensor tail) was performed, and the results were within specification. No malfunction or product deficiency has been identified. An extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Section d4 serial number and expiration date have been updated based on the returned product investigation. Section h4 manufacturing date has been updated based on the returned product investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer received a "scan in 10 minutes" message after 3 days of wearing the adc freestyle libre sensor. Customer experienced symptoms described as "trembling, struggling to stand" and was treated with fruit juice by mother. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer received a "scan in 10 minutes" message after 3 days of wearing the adc freestyle libre sensor. Customer experienced symptoms described as "trembling, struggling to stand" and was treated with fruit juice by mother. There was no report of death or permanent injury associated with this event.